Event description:
It was reported that a patient elected to have a pump and catheter revision due to the pump being in the pt's radiation field. During the revision, it was noted some of the sutures which secured the pump to the pt's abdomen had been cut by a sharp condition at the weld interface of the suture loops. The number of sutures that had been cut was not reported. The medications being delivered via the device system were hydromorphone, compounded baclofen, and bupivicaine. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.